Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during a craniotomy surgical procedure, it was observed that the motor device was generating heat and displaying an e6 error on the console device. It was reported that the device became so hot that the surgeon could not hold it, and the device had to be left aside to cool down. There was no delay due to event and the procedure was completed successfully. It was not reported if a spare device was available for use. There was no allegation of malfunction with the console device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the unit had a power device failure e6 was confirmed. An assessment was performed on the device which found that the device shut off and the console displayed an e6 error 45 seconds into the temperature assessment. It was noted that the temperature at device shut off was 88.7 degrees fahrenheit and quickly increased to 111.2 degrees fahrenheit after the device shut off. It was determined that the e6 error was caused by the motor overheating. It was determined that the assignable root cause of the motor overheating was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow up with the affiliate additional information was received. A crani- a attachment device was returned with the console device and motor device. The attachment device was not reported in the initial report. It was reported that there was no allegation of a product malfunction with the crani-a attachment device. It was not reported if the attachment device was being used with the motor device and console device at the time the event of heat occurred. During subsequent follow-up with the reporter it was confirmed that the crani-a attachment device was being used with the motor device and console device when the event of heat occurred. Therefore, the motor device will represent 1 of 2 devices reported for the same event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.